Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for dystonia. The patient had worsening dystonia of all of their limbs and the cervical region. The dystonia induced severe pain and psychological exhaustion. The device diagnosis was high impedance. The device was interrogated and impedances were not quantifiable on electrode 5. Interventions included reprogramming the device, but the outcome was ongoing. The etiology was indicated to be related to device/therapy, specifically the right internal globus pallidus, and not related to implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Product ID: neu_unknown_lead, serial/lot #: (B)(4), ubd: , UDI#: asku. Product ID: neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for dystonia. The patient had worsening dystonia of all of their limbs and the cervical region. The dystonia induced severe pain and psychological exhaustion. The device diagnosis was high impedance. The device was interrogated and impedances were not quantifiable on electrode 5. Interventions included reprogramming the device. The etiology was indicated to be related to device/therapy, specifically the right internal globus pallidus, and not related to implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID:3389-40, lot# 0205081009, implanted: (B)(6) 2011, product type: lead; product ID: 3389-40, lot# 0205066586, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp of a clinical study via a manufacturing representative (rep) indicated the cause of the high impedance was unknown. The patient was reprogrammed but it was unknown if the reprogramming was successful. The reprogramming had not caused a worsening of symptoms. The impedances were not quantifiable on slot 5.